Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, fever, cholecystectomy, cyst, joint pain, gallstones, intramural leiomyoma of uterus and foot surgery. Concurrent conditions included ovarian cyst and fatty liver. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/painful periods"), dyspareunia ("dyspareunia/painful intercourse"), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia/excessive or abnormal menstrual bleeding/prolonged periods"), migraine ("migraine/migraines/headaches"), cyst ("cyst"), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular periods"), weight fluctuation ("weight fluctuations"), back pain ("lower back pain/back pain"), memory impairment ("forgetfulness"), arthralgia ("severe joint pain") and systemic lupus erythematosus ("lupus") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, polymenorrhoea, menorrhagia, migraine, cyst, uterine leiomyoma, abdominal pain, menstruation irregular, weight fluctuation, back pain, memory impairment, arthralgia and systemic lupus erythematosus outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cyst, dysmenorrhoea, dyspareunia, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, polymenorrhoea, systemic lupus erythematosus, uterine leiomyoma and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, uterine leiomyoma quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia"), migraine ("migraine") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, polymenorrhoea, menorrhagia, migraine, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, polymenorrhoea and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/painful periods"), dyspareunia ("dyspareunia/painful intercourse"), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia/excessive or abnormal menstrual bleeding/prolonged periods"), migraine ("migraine/migraines/headaches"), cyst ("cyst"), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular periods"), weight fluctuation ("weight fluctuations"), back pain ("lower back pain/back pain"), memory impairment ("forgetfulness"), arthralgia ("severe joint pain") and systemic lupus erythematosus ("lupus") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, polymenorrhoea, menorrhagia, migraine, cyst, uterine leiomyoma, abdominal pain, menstruation irregular, weight fluctuation, back pain, memory impairment, arthralgia and systemic lupus erythematosus outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cyst, dysmenorrhoea, dyspareunia, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, polymenorrhoea, systemic lupus erythematosus, uterine leiomyoma and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case: (B)(4) was identified as duplicate of the present case. Following information were transferred: per summon events "severe abdominal pain, irregular periods, weight fluctuations, lower back pain/back pain, forgetfulness, severe joint pain, and lupus were added. Reference numbers and reporter were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), migraine ("migraine") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, polymenorrhoea, dysmenorrhoea, menorrhagia, dyspareunia, migraine, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, polymenorrhoea and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.